Event description:
Inmode equipment used for ipl treatment to improve skin clarity on chest, arms and back area resulting in striping. Start: (B)(6) 2022; stop: (B)(6) 2022. Therapy is still ongoing. Diagnosis for use: z41.1 (cosmetic). FDA safety report ID# (B)(4).